Manufacturer narrative:
E1: patient city: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010154, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010154". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010154 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 06-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. The patient's mother reported high blood glucose readings resulting from a bruise at the infusion site. The patient's father provided assistance by administering insulin via an insulin pen. The high blood glucose event resulted in an emergency room visit on (B)(6) 2025. The patient had a blood glucose value of 500 mg/dl upon admission. The hospital visit lasted less than 24 hours. The patient reported vomiting prior to the hospital visit. No ketone testing was performed. During the hospital stay, insulin was administered via insulin pen. The reason for the visit was documented as "high blood glucose levels." No further information available.